Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) from the (B)(6) experienced fatal peritonitis. Approximately 3 years and 7 months prior to receipt of this report, the pt began treatment with dianeal pd4 (5 liters (l), twice a day, lot numbers not reported) intraperitoneally (ip) for end stage renal disease (esrd). On an unreported date, the patient experienced peritonitis and was very frail. The pt was hospitalized for the peritonitis. On unreported dates, the patient was treated with vancomycin and gentamicin (doses, routes and frequencies and lot numbers not reported). However, the treatment for being "very frail" was not reported. Concomitant therapy was not reported. The day after being hospitalized for the peritonitis, the patient died. The cause of death was reported as peritonitis. It was not reported whether an autopsy was performed. It was not reported if dianeal was ongoing until the time of death. Additional information was requested but is not available.